Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the manufacturer arjohuntleigh magog, inc. The device was inspected on-site by a representative of the (B)(4)¿s sales and service unit subsidiary division, not a direct employee of the (B)(4). The sling was ripped on the right leg loop holding the clip on the sling. Additional information will be provided following the conclusion of the (B)(4) investigation.

Event description:
The patient was transferred from his bed to the wheelchair with a floor lift and a flites sling. When it was time to put the patient back in his bed, they began to lift him. The right leg strap immediately ripped clean in half causing the patient to drop back down into his wheelchair from a height of an inch or so. The patient was not injured.